Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue through a review of the electronic record from the device. However, the reported issue was not duplicated. The battery pins in the device were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. While the root cause could not be determined, it is likely b2 battery's age and possibly a cracked/broken battery latch caused an intermittent connection.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer was unable to provide additional patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.